Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of the lvad not functioning could not be confirmed. The type of device malfunction was not reported by the account and was unable to be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. Whether the outcome was device or therapy related was not provided by the customer. An autopsy would not be performed, and the pump would not be explanted or returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, and device malfunctions that may be associated with the use of heartmate 3 left ventricular assist system. The hm3 IFU and patient handbook also instruct the user to call their hospital contact if they think, for any reason, that any portion of the equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to aortoiliac occlusion and non-functioning left ventricular assist device (lvad).